Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was leaking during priming. The customer¿s blood glucose level was 216 mg/dl at the time of the incident. The customer was assisted with troubleshooting for leak. The customer was reported that when she was filling the reservoir the bottom ring was crooked and the insulin came out of the reservoir. The customer was also reported that reservoir had leak on past 2nd o-ring. The insulin pump will not be returned for analysis.